Event description:
It was reported that the patient received inappropriate hv therapy for t-wave oversensing. The lead was dislodged and the lead position was not optimal. The lead was repositioned.

Manufacturer narrative:
Na